Event description:
It was reported that one day after implant the parameters of the lead were unstable. Follow-up information indicated sensing, threshold, and impedance were not stable--they were sometimes high and sometimes low. The lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned, analyzed and the outer insulation was breached cut. It was noted that the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed) and there was apparent explant damage.